Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided.

Event description:
It was reported that shaft break occurred. A 2.25 x 28 synergy drug-eluting stent (des) was selected for use. However, when the stent protector was removed, the device was fractured. The procedure was completed with another 2.25 x 28 synergy des. No patient complications nor injuries were reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since no event date provided. Device evaluated by manufacturer: synergy ous mr 2.25 x 28mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 1.5cm distal to the distal end of strain relief. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.25 x 28 synergy drug-eluting stent (des) was selected for use. However, when the stent protector was removed, the device was fractured. The procedure was completed with another 2.25 x 28 synergy des. No patient complications nor injuries were reported.